Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that while in bed watching tv the controller got very hot, as well as the cable and adapter. The adapter was seen to have burn marks on it and the plastic was starting to melt. He tried to plug it back in, since his pod was going to expire but now it will not charge or turn on. The controller was hot, as well as the portion or the charging adapter that inserts into the controller charging port.